Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels; value was not provided. Low bg cause was not known. Customer received assistance to address low bg; no additional information was provided. Customer declined to provide further information or undergo troubleshooting with tandem technical support.